Manufacturer narrative:
(B)(4). G2- italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment stops suddenly. The event occurred out of surgery. There was no harm to the operator or the patient. This event is related to a malfunction that could potentially lead to serious injury. However, in this case, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D4: UDI corrected; h6: health effect-impact code corrected. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record identified no deviations or anomalies during manufacturing. A review of the complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.